Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had dropped the insulin pump and it turned off. Customer stated that there was no alarm because there was no power. Customer changed the battery cap and tried different batteries, but the pump still has no power. No further details given.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint at the interface circuit board. The operating currents could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.